Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 105, unable to power on) was confirmed. Upon evaluation, there was extensive damage on the computer/analog (ca) board. The cause of the failure was the damaged board. The cause of the damaged ca board was high voltage that traveled to low voltage circuitry. Due to the extent of the damage, the root cause of the high voltage energy directed to the ca board cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it was causing a service code 105 and was unable to power on.